Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found cuts on the suture sleeve possibly due to explant damage and dried blood around the helix, which is normal for active fixation leads laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during implant, at lead fixation, this right atrial (ra) lead was observed to have dislodged. The physician reported that the lead measurements were normal and proceeded to reposition the ra lead. The following day, through chest x-ray imaging, it was discovered that this ra lead appeared to have dislodged. A lead revision was performed and the ra lead was replaced successfully with a new lead. No additional patient effects were reported. The device is expected to return.

Event description:
It was reported that during implant, at lead fixation, this right atrial (ra) lead was observed to have dislodged. The physician reported that the lead measurements were normal and proceeded to reposition the ra lead. The following day, through chest x-ray imaging, it was discovered that this ra lead appeared to have dislodged. A lead revision was performed and the ra lead was replaced successfully with a new lead. No additional patient effects were reported. The device is expected to return.